Event description:
On january 27 2020, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately low. The complaint was classified based on customer service agent (csa) documentation. The patient reported that on (B)(6) 2020 at 09:00am she obtained a result of ¿251mg/dl¿ on the subject meter. The patient stated that her usual blood glucose range is ¿250 ¿ 289mg/dl¿. The patient manages her diabetes with glimepiride pills and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2020 after the alleged issue occurred, she developed symptoms of ¿dizzy, weak, felt faint and blurry¿ and that she called emergency medical services (ems) who performed a blood glucose test on an ems meter, which gave a result of ¿372mg/dl¿ and she was treated with IV fluids. During troubleshooting the csa noted that the strips had not expired or been stored incorrectly, and the test strip vial was not damaged. The meter was set to the correct unit of measure and the patient followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed symptoms of a serious injury after the meter issue occurred.